Event description:
As reported: introducer and sheath was used according to IFU, depth was measured. There was a very strong resistance when attempting to introduce the device thru the valve in the introducer. The bypass tube "bounced" back and was not getting thru. They tried another device and tried to fit the device from the latter lot number in the previous sheath. The physician experienced the same strong resistance but finally, after extensive force managed to get the bypass tube thru the valve. The procedure could be completed with successful usage of the device and closure was obtained. No patient harm was reported. Associated to: MDR 3010252479-2022-00035 manta.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Manufacturer narrative:
Two manta 18f ce closure units were received in two bags by vascular solutions on 14-jan-2022. Bag #1 contained one closure unit. Bag #2 contained one closure unit, sheath, and depth locator. During inspection the engineer noted the closure unit in bag #1 exhibited the lever was not in the pulled position. The closure unit in bag #2 exhibited the lever was not in the pulled position; and the valve was slightly displaced and torn. The closure unit passes easily through the valve. No issues were noted. The sheath from bag #2 was used with the closure unit from bag #1 to test the advancement of the bypass tube; no issues were noted. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr, a 18f ce manta was planned for closure. The physician encountered strong resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The bypass tube would bounce back out from the hemostatic valve. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.